Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg 250-unknown mg/dl). Bolus via pump was delivered to address bg. Customer's healthcare provider lowered the pump basal setting and was alleged to be the cause of the event. Reportedly, customer change the setting. Customer was using fiasp in the cartridge. Tandem technical support informed customer that fiasp was not labeled for use with the pump.